Event description:
In 2007, the pt was implanted with two gore tag thoracic endoprostheses. On three months later, the pt had an aortic rupture. The pt expired before the repair could be completed.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The pt's comorbidities. Additional device implanted in the pt.